Manufacturer narrative:
Investigation summary: one peel-apart sheath and vessel dilator were returned for evaluation. Gross and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture and the identified deformation due to compressive stress issue as kinks were observed on the distal end of the sheath. Notable frays to the sheath were noted on the distal end of the peel-apart sheath. The distal end of the dilator tip appeared deformed, disfigured and severely damaged; a small crack was also noted at the distal tip. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 07/2024) the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, the tip of the dilator allegedly broke. It was further reported that the vein ruptured. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 07/2024).

Event description:
It was reported that during a procedure, the device allegedly ruptured. It was further reported that the vein ended up breaking. The procedure was completed using another device. The current status of the patient is unknown.